Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient passed away from a heart attack. The patient was receiving effective therapy and there is no report of any device issue prior to the reported event. Additionally, the patient was noted to have significant health risks in the past, and had a history of chronic obstructive pulmonary disease and diabetes.